Event description:
It was reported that during a transseptal of a left atrial flutter procedure, the mobi sheath advanced very quickly across the septum and appeared to advance all the way across the left atrium. There was no change in the patient's blood pressure or other vital signs at this point. The soundstar catheter was used to monitor for pericardial effusion during and after the procedure. After the ablation was completed, the physician performed another ultrasound and noticed a large effusion. The patient's blood pressure dropped and a large pericardial effusion was confirmed with echo ultrasound. Pericardiocentesis was performed and an unknown large amount of fluid was removed from the pericardial space. The patient was stable and admitted in the ICU for observation. The physician reported that the patient went home two days following the procedure and had no further complications from the adverse event. There was no difficulty in manipulating the catheter. Most of the lesions were created at 30-35 watts of rf energy. The physician suspected that the perforation occurred during transseptal phase of the procedure. The needle used with the mobi sheath was a non-bwi needle (brk1 xs 98cm). The mobi sheath was used with the lasso nav catheter; while a non-bwi sheath was used in conjunction with the ablation catheter (agilis sheath).

Manufacturer narrative:
Since no lot number was provided, no device history record review could be performed. Concomitant products used during the procedure: carto 3 system, model #: m-4800-01, serial #: (B)(4); cool flow irrigation pump, model #: m-5491-02, serial #: (B)(4); stockert rf generator, model #:m-5463-01, serial #: (B)(4); generic - coronary sinus catheter (device was discarded by the customer/ not returned for investigation), model #: m-5723-00, lot #.: unknown; pentaray catheter (device was discarded by the customer/ not returned for investigation), model #: unknown, lot #.: unknown; generic soundstar catheter (possibly reprocessed device), model #: m-5723-00, lot #.: unknown; mobi sheath small curve (device was discarded by the customer/ not returned for investigation), model #: d-1400-10, lot #.: unknown. Bwi had notified the mobi sheath manufacturer regarding this adverse event. The customer was contacted by bwi field service engineer regarding bwi systems. The hospital ep lab staff advised that event was patient related issue and not related to any bwi products. Systems were functional. The customer declined system service. (B)(4).